Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified iliac and superficial femoral artery. A 10.0 x 20, 75cm mustang balloon catheter was advanced for dilation. However, upon inflation at 5 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.